Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device; product ID: 309201, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown ; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021 . It was reported that the patient suffered from pain all the time. Patient indicated that it hurt when their wires were being placed. Patient stated that they thought the lead had moved. Patient stated that they noticed that some of their symptoms were returning such as the urgency which increased, and they were using more catheters. Patient stated that they had a sore back, and that where the leads were the skin was irritated. Patient also said they are itchy where the tape was. No further complications reported at this time. Additional information was received from multiple sources. The patient reported that their leads moved as they are in pain and is bleeding. The hcp confirmed the patient did experienced urinary retention prior to the device/therapy. I has not worsened as a result of the device/therapy and catheterization is a standard of care.